Event description:
Home pt reportedly cut pt line of homechoice set tubing with scissors while sleepwalking during treatment. Home pt was dreaming of a funeral when he awoke to find himself outside of the front door. Home pt clamped off his transfer set per home pt, no pt injury or medical intervention.